Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). The field representative thought the shock may have been inappropriate due to oversensing of noise. Boston scientific technical services (ts) was consulted to review the episode. Upon review ts determined that there was oversensing in two different treated episodes, thus the patient received two inappropriate shocks. Oversensing occurred and calculated the heart rate over the tachy zone which led to the shocks. In the first episode the shock was effective terminating the underlying rhythm and the patient returned to their normal sinus rhythm. The second shock terminated the rhythm and pacing occurred due to no visible normal sinus rhythm beats. Ts discussed that the decision to treat a rhythm below the lowest programmable zone would be up to the physician. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.